Manufacturer narrative:
Device evaluated by manufacturer: only the coil was returned for analysis. Visual inspection observed the coil as unraveled, kinked and stretched. Microscopic inspection showed no damage on the zap tip shape, surface of the coil and the interlocking arm of the coil. Dimensional inspection noted that almost all coil dimensions were noted to be within specification; however, the number of fiber bundles were found out of specification due to the coil stretched damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10246, 2134265-2017-10243. It was reported that the coil was protruding from the catheter's tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. Three 10mmx40cm interlock¿-35 were selected for use together with an imager ii angiographic catheter. During the procedure, the imager was advance to the lesion and was used to deliver the three coils. All three coils were consecutively delivered but resistance was encountered and was then got stuck in the middle part of the catheter. The coil and the imager were removed together as a unit from the patient's body. Outside the patient's body, all the coils were forcibly removed from the catheter, however, early detachment occurred and coil protrusion was further noted from the catheter's tip. The procedure was then completed by deploying two 12mmx40cm interlock¿-35 using the same imager, by which, the 2nd coil also encountered great resistance but was still successfully delivered. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10246, 2134265-2017-10243. It was reported that the coil was protruding from the catheter's tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. Three 10mmx40cm interlock¿-35 were selected for use together with an imager ii angiographic catheter. During the procedure, the imager was advance to the lesion and was used to deliver the three coils. All three coils were consecutively delivered but resistance was encountered and was then got stuck in the middle part of the catheter. The coil and the imager were removed together as a unit from the patient's body. Outside the patient's body, all the coils were forcibly removed from the catheter, however, early detachment occurred and coil protrusion was further noted from the catheter's tip. The procedure was then completed by deploying two 12mmx40cm interlock¿-35 using the same imager, by which, the 2nd coil also encountered great resistance but was still successfully delivered. No patient complications were reported.